Event description:
It was reported that a vented paclitaxel set had a leak. The leak was noticed during priming, from the air vent. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received and the evaluation was completed to investigate the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Gravity testing was performed, and the set leaked through a crack in the air vent. Therefore, the reported issue was verified through evaluation. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.